Event description:
It was reported that sometime after a procedure using the coblator ii controller with an unknown arthrowand, the patient experienced post-operative bleeding at the surgical site. No information regarding the procedure itself or the treatment of the post-operative bleed was available; however, no other complications were reported as a result of this event.